Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2021 the patient experienced a dural tear during laminectomy for placement of the lead. Implant was completed. Reportedly, the patient has had no issues since surgery. Stimulation has been turned on and patient is doing well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient experienced headache as an inpatient. As such, patient laid flat and had IV fluid running. There was no visible drainage. Patient was an inpatient in the hospital for two days post op. Reportedly, the headache has resolved and patient is doing well.